Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint by the customer that the device does not turn as the motor was jammed was confirmed. It was further found that the motor was corroded and does not turn smoothly and was also noisy. There was a short circuit in the motor cable. The resistance value of the keypad of the handcontrol set were out of specifications. The black button was found to be changing the direction of the motor. The device was found to be leaky. Fluid ingress into the system and contact with the motor has resulted in the corrosion of the motor. The corroded motor has a tendency to stick and not turn smoothly, hence has caused the reported issue from the customer. The non-smooth running of the motor is responsible for the identified issue of the motor being noisy. However, given the information provided we cannot discern a definitive root cause for the defective keypad, the short circuit in the motor cable and the leakage in the device. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor is jammed. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure.